Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported failure was confirmed and since the device has evidence of chip, crack, and peeling on cement on ob lens, it is likely the possible cause for the stain image. However, the most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a chip, crack, peeling on cement on ob lens was found. There was no patient involvement